Event description:
It was reported to gems that a pt suffered a second-degree burn on the upper arm during an magnetic resonance imaging scan. The pt reported the incident only to the physician after pt left the site. The user asked the pt to return to the hosp for a check up but pt refused. "Rf" output was confirmed to be within ge specifications. An extensive "pm" was done and no problems were found. The weight of the pt is not known but it can only be surmised that the pt was in contact with the bore during the scan. The operator's manual warns that positioning of the pt can affect the safety of the scan procedure. Improper positioning can result in sunburnlike burns. It also states how to maintain a safer scan environment.